Manufacturer narrative:
Data analysis was not performed on repeated inratio results since all reported tests were done on a different day. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. Retained strip testing revealed that test result comparisons met precision criteria. Investigation results for retained strip lot #243934: donor 1: 1st inr: 2.7, 2nd inr: 2.7, 3rd inr: 2.4, mean: 2.60, sd: 0.17, %cv: 6.66. Donor 2: 3.0, 3.0, 3.0, 3.00, 0.00, 0.00. %cv for both donors are below 20% - precision criteria has been met. No further testing is needed. (B)(4) action threshold has been reached. Since release of strip lot, nine in-house therapeutic sample tests were performed on retained and returned strips. Customer's observation has not been reproduced in in-house tests. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.8. Date: (B)(6) 2011, 3.2. Date: (B)(6) 2011, 4.5. Patient's therapeutic range: 2.5-3.5 inr.